Manufacturer narrative:
(B)(4). Death and event date is estimated. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, two xience v stents were implanted in a left anterior descending (lad) artery and approximately 12 months later, in (B)(6) 2012, the patient had chest pains (unstable angina), was hospitalized, was diagnosed with a myocardial infarction, antiplatelet medication was administered and the patient expired. There was no additional information provided.